Event description:
It was reported that the right atrial (ra) lead could not be inserted in the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported complaint of failure to connect was not confirmed. The device was received in normal range of operation. Analysis of the device image was performed and no anomalies were noted. Mechanical evaluation of header was performed and the atrial set screw was noted to be outside of connector block which is consistent with having occurred during procedure. Further electrical testing was performed and no anomalies were noted. A longevity assessment was performed and the device was found to have normal battery depletion based on usage.